Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated she had trouble increasing the stimulation with the patient programmer (pp). Patient stated it was stuck and she couldn't raise it. Patient stated she could decrease it however. Patient stated she had an issue when she was on p2. Troubleshooting/interventions were already performed: patient stated she ended up switching to p1 but wanted to go back to p2. Patient stated she spoke to the hcp and they told her to call the rep. Patient stated she did but his voicemail said he couldn't take calls. Patient also reported she was in the hospital a couple weeks ago for a heart attack which was unrelated to the device or therapy. Patient stated she ended up going back to see her pa and they realized her device was turned off. Patient stated pa turned it on and showed her how to increase it. Patient took a week or two later, she dropped her arm onto the top of it and the stim went way up to the point where it hurt. Ins was synched with pp and patient reported being on p1 at 2.8v and stim was on. Patient walked patient through how to switch to p2. Patient confirmed on the call she was successfully able to increase stim to 2.5v. Patient stated she would leave it here and see how things go. No further symptoms or complications reported/anticipated.